Event description:
It was reported that the device leaks from the connection after the pump fell from stand. It is unknown if there was a patient involved when this occurred, it was also unknown if there were delays or a backup available. After investigation it was noticed that the device would not power up.